Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. This device was also noted to have exhibited noise resulting in an inappropriate shock. There is indication that the electrode could be damaged, however this has not been confirmed. The device was then turned off until a test shock can be completed in clinic. Further evaluation is expected at the next follow up appointment. This system was subsequently explanted and replaced. This system was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. This device was also noted to have exhibited noise resulting in an inappropriate shock. There is indication that the electrode could be damaged, however this has not been confirmed. The device was then turned off until a test shock can be completed in clinic. Further evaluation is expected at the next follow up appointment. This system was subsequently explanted and replaced. This system is explanted to be returned for analysis. No additional adverse patient effects were reported.